Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave nav catheter was selected for use. Prior to opening the catheter, a small piece of iron was seen inside the sterile package. The physician was not aware if it was a piece of the catheter or another object. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the sterile packaging was completely sealed, and the sterile packaging was not considered to be compromised.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave nav catheter was selected for use. Prior to opening the catheter, a small piece of iron was seen inside the sterile package. The physician was not aware if it was a piece of the catheter or another object. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.